Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, lead fracture was observed on the right ventricular (rv) lead. Mode switches and failure to capture were noted. Programming changes were made. No further intervention was made at this time. The patient¿s condition was stable and being monitored.